Event description:
Customer reported an excessive amount of blood at the site when inserting the sensor. Customer was not wearing the sensor at the time of the report and the site was no longer actively bleeding. Customer was advised on techniques to reduce the bleeding. The blood glucose reading was 156 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis not required as customer did not return the insertion needle.